Event description:
The customer reported the device would not pace a patient. Patient was in a 3rd degree heart block and having an inferior mi. Patient was bradycardic at 38 beats per min and hypotensive. A decision to pace was made and the device would not pace. Patient coded for a brief period outside of receiving facility. Got a pulse back on patient. Patient went to cath lab. Rca completely occluded. Patient had two stents placed and was starting to regain consciousness before crew left hospital.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.